Manufacturer narrative:
This report is one of three medwatch reports submitted based on the study findings. The other two reports are manufacturer report number: 2029046-2022-00083 and 2029046-2022-000836. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
This complaint is from a database related research activities: lot, model and catalog number are not available, but the suspected biosense device possibly associated with reported adverse events: thermocool smarttouch catheter and thermocool smarttouch sf catheter. Adverse event(s) reported for thermocool smarttouch catheter for cardiac ablation procedure: qty 1 acute stroke/cerebrovascular accident within 7 days of the index ablation. Qty 23 pericarditis within 7 days of the index ablation. Qty 3 pulmonary edema within 7 days of the index ablation. Qty 2 major vascular access complication or bleeding requiring transfusion within 7 days of the index ablation. Qty 1 vascular injury within 7 days of the index ablation. Adverse event(s) reported for thermocool smarttouch sf catheter for cardiac ablation procedure: qty 1 acute stroke/cerebrovascular accident within 7 days of the index ablation. Qty 2 heart block within 7 days of the index ablation. Qty 16 pericarditis within 7 days of the index ablation. Qty 9 pulmonary edema within 7 days of the index ablation. Qty 4 major vascular access complication or bleeding requiring transfusion within 7 days of the index ablation. Qty 2 cardiac tamponade/performation 30 days of the index ablation. Qty 1 deep venous thrombosis 7 days of the index ablation. Qty 1 pericardial effusion with hemodynamic compromise within 7 days of the index ablation. Qty 1 vascular injury within 7 days of the index ablation.